Manufacturer narrative:
The end user's daughter reported that while sitting in the transport chair, the right leg broke and the end user fell. She was taken to the hospital and had x-rays taken of her legs, shoulder and hip. She was diagnosed with a fracture in her right clavicle. A soft sling was applied and pain medication given. She was discharged to home. Photos that were provided showed the right backrest tube was fractured below the folding mechanism. A sample has not been received for evaluation. The lot number has not been provided. The overall care and condition of the transport chair is not known. We have no information to indicate a manufacturing defect caused or contributed to the incident. A root cause has not been determined. Due to the reported injury, this medwatch is being filed.

Event description:
The end user's daughter reported that her mother was sitting in the transport chair and the right leg broke and she fell.